Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2004008: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Additional implants involved: batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2103236 lot 2103236: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot. 2103780 lot 2103780: (B)(4) items manufactured and released on 15-june-2021. Expiration date: 2026-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 2106855 lot 2106855: (B)(4) items manufactured and released on 13-july-2021. Expiration date: 2026-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0181 short humeral diaphysis - cementless - 8 (k180089) lot. 2005424 lot 2005424: (B)(4) items manufactured and released on 24-sep-2020. Expiration date: 2025-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0190 threaded glenoid baseplate ø24.5x25 (k171058 ) lot. 2106782 lot 2106782: (B)(4) items manufactured and released on 02-sep-2021. Expiration date: 2026-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on (B)(6) 2023 on reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2009001 lot 2009001: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at 1 year and 5 months post primary due to infection, the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.